Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address pain and loosening of the tibia at the cement to implant interface. Depuy cement manufacturer was used. Attune ps rp 6n on 4 rp tibia originally implanted with a 7mm poly. The patient was revised to a 4 fb revision tibia with a 14x50mm cemented stem. A size 6 fb 14mm poly was used in the revision. Note that this patient originally had both knees done. The other side is suspected to be loose as well. The patient bmi was 45. The components are being cleaned for return to depuy. Doi: (B)(6) 2017; dor: (B)(6) 2020; left knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the received device was forwarded to commercialized product development for evaluation. Review of the received device confirms the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. The complaint sample consisted of (1) 150610004 attune rp tib base sz 4 cem, lot number 8564621. The received device was forwarded to commercialized product development for evaluation. Examination of the returned tibial tray revealed the fixation surface of the implant was devoid of cement as well as there was evident burnishing consistent with micromotion of the device between the cement/implant interface. The overall appearance of the device exhibited scratches and other marks consistent with extraction damage. For additional information relevant to the evaluation and observations of the returned product, see attachment under product development investigation for full evaluation details. In order to determine if a lot related issue was possible, a worldwide complaint database search was performed. A worldwide complaint database search found an additional previous report (B)(4) against the provided attune rp tib base sz 4 cem (product code: 150610004, lot: 8564621) product code/lot code combination. A device history record (DHR) review was conducted by the manufacture site. Product code 150610004, work order (B)(4) was manufactured on 26th june 2017. 20 parts were manufactured per specification and all raw materials met specification. There are no ncs associated with this lot. The root cause of the device micromotion/loosening is unknown. No evidence was found indicating product error was a contributing factor to the device loosening and this investigation did not establish a need for corrective action. Complaint trends will be monitored by post market surveillance through sep-419. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received were reviewed by a clinician to identify product issues and/or patient harms. Doi: (B)(6) 2017. Patient received a primary attune total knee replacement to treat end-stage osteoarthritis with severe varus deformity and joint subluxation of the left knee. The patella was resurfaced, and depuy cement x 2 was utilized. The procedure was completed without complications. Dor: (B)(6) 2020. Patient referred for a revision of the left knee due to pain secondary to tibial tray loosening. Upon entering the knee, the surgeon identified and excised scar tissue and chronic synovitis. The surgeon confirmed loosening of the tibial tray at the cement to implant interface. The cement was also found to be loosened at the tibial bone to cement interface. The femoral component and patella were well-fixed and retained. There was no reported problem with the revised tibial insert. The patient was implanted with depuy revision knee components utilizing depuy cement x 2.